Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband states that the customer was disoriented and needed to test her blood sugar, but the customer was obtaining an error when inserting the strip. Customer had pre-dosed the strip. Customer's husband then stated that the customer was now unconscious and contacted emergency services. Requested return of suspect device and replacement was sent.